Manufacturer narrative:
The reported event was confirmed through the device inspection and it was determined that the most likely cause was rough handling. The device was scrapped as it is not repairable.

Event description:
It was reported that during a surgical procedure conducted at the user facility the tip of the large pointer was missing. The procedure was completed successfully without a delay, impact to the patient, adverse consequences, or medical interventions.

Event description:
It was reported that during a surgical procedure conducted at the user facility the tip of the large pointer was missing. The procedure was completed successfully without a delay, impact to the patient, adverse consequences, or medical interventions.